Manufacturer narrative:
Batch review performed on 12 december 2019: lot 153500: (B)(4) items manufactured and released on 20-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in for a post-op check-up and it was determined that the patient had an aseptic loosening of the tibial tray 4 years after primary. The surgeon does not have plans to revise the patient at this moment. More details to follow once information becomes available.

Manufacturer narrative:
The patient came in for a post-op check-up and it was determined that the patient had an aseptic loosening of the tibial tray 4 years after primary. The surgeon does not have plans to revise the patient at this moment. Revision surgery has not been performed.